Event description:
It was reported that the pump housing was damaged making it difficult to load cartridges. Customer declined follow up from tandem technical support. There was no reported adverse effect to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.